Manufacturer narrative:
Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution. The treatment log files were reviewed and the following additional information was provided: the waterjet planning looked reasonable and actually quite conservative. There was repeated angle planning numerous times as well as a pretty full bladder that was prolapsing over the trus probe. This indicates that the anatomy was pushing down on the rectal wall that may have led to increased tissue friction while the prove (probe) was translating. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3 warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: rectal incontinence / perforation. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. It was reported that the aquablation procedure completed successfully without any errors or malfunction. The patient was found to have a rectal perforation and received a colostomy. Patient is reported to be doing fine. Based on the review of treatment log files, DHR, and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient had a rectal perforation. The patient was transferred to a different facility and received a colostomy. The patient is reported to be doing fine. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.